Event description:
It was reported that low, out of range high voltage lead impedance was observed. The out of range measurement was reproducible with arm movements. The svc coil was programmed off. Patient condition was good and the patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.